Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert during a meal announcement while using a steel cannula infusion set (6 mm), with no visible supply issues noted at the time; insulin delivery was paused and then resumed after a complete supply change performed with agent guidance, after which blood glucose of 359 mg/dl decreased and stabilized. Symptoms included hyperglycemia. Outcomes included resolution of the alert and stabilization of glucose following the supply change, with no hospitalization. Investigation included troubleshooting and user education, including a full supply change and post-change monitoring. Investigation of this case revealed an occlusion that resolved only after replacement of infusion supplies, consistent with an infusion set or line obstruction leading to interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion related to infusion set or tubing, resolved by supply replacement.